Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator had declared elective relpacement indicator 47 months post imlpant. In addition, the left ventricular thresholds were chronically high. Premature battery depletion was suspected. The device was also included in the shortened replacement window field advisory. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition.